Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion the system controller was returned for evaluation following the reported event of driveline communication fault alarms. A review of the submitted log files and downloaded log files contained overlapping data spanning approximately 14 days ((B)(6) 2023 ¿ (B)(6) 2023, (B)(6) 2023, (B)(6) 2023per timestamp). Starting (B)(6) 2023 at 11:28:46, com b fault flags intermittently activated. From (B)(6) 2023 at 11:28:56 to (B)(6) 2023 at 11:04:26, (B)(6) 2023 from 11:29:21 ¿ 11:29:29, and (B)(6) 2023 from 11:29:52 ¿ 11:40:33, the com b fault flags triggered driveline communication fault alarms to be active. The alarms resolved once the driveline was disconnected on (B)(6) 2023 at 11:41:32. The driveline communication fault alarms have been addressed via the modular cable investigation. The heartmate 3 system controller (s/n: (B)(6)) was returned for analysis. The system controller underwent functional testing and passed without issue. The controller was connected to a mock circulatory loop and was able to operate the system for an extended period of time. Driveline communication fault alarms were not reproduced. Per the provided information, the alarms resolved after the modular cable and controller exchange. The reported event was unable to be correlated to an issue with the system controller. Heartmate 3 instructions for use, rev. C, section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D, section 5 ¿ ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline communication fault alarms. Heartmate 3 instructions for use, rev. C, section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook, rev. D, section 6 - ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR# 2916596-2023-04278. It was reported that the patient had a driveline communication fault alarm. They silenced the alarm for 4 hours. The patient was asymptomatic, the driveline appeared to be intact without damage. An attempt was made to clear the alarms via the system monitor but they reoccurred. The alarms resolved after a controller and modular cable were exchanged. A review of the log file revealed a driveline communication fault starting on (B)(6) 2023 at 1128 and continued for the remainder of the log.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.